Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A hospital staff employee reported a patient has reduced vision and is unhappy with outcome in both eyes post refractive surgery. Pattern of rasta lines were apparent on the cornea. The surgery went routinely. Lasik flap was cut and lifted as normal. Treatment with excimer laser was normal. The patient continues to be followed. There are multiple related reports for this facility. This report addresses the patient ac's left eye and other manufacturer reports will be filed.

Manufacturer narrative:
The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
New information was received. Hospital director advised that they are conducting their own investigation.